Event description:
User facility reports a cut in the pump segment tubing 2 hr 45 min into dialysis treatment. This event may have been caused by user error or improper or incomplete insertion of the pump segment tubing into the machine housing. The machine manufacture has provided information to the user on proper installation of the pump setment tubing. Due to potential for contamination the blood volume in the tubing was discarded resulting in the ebl=153cc. There was no patient injury or need for medical intervention reported. The MDR is filed for blood loss only.